Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead was implanted on the patient's left side due to occluded vessels with the original site. The lead displayed high threshold measurements. The field representative reported that this lead was positioned deeper than the original chronic lead, therefore, tissue injury was suspected. The lead did not appear to have moved on x-ray. One day after the implant procedure, no capture and an increase in the impedance measurement from 1200 to 1320 ohms was noted. Capture was obtained at 6.5v. The pocket was opened and the connections were confirmed to be appropriate. In unipolar configuration, the lead would not pace; however, pacing was obtained in bipolar configuration. The field representative suspected a perforation, however, this was not confirmed as no additional testing was performed. The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.